Event description:
It is reported that a customer called to check on the status on scroll wrap recall. The patient's blood glucose level was unknown. The customer was educated on how to avoid accidental button pushing. The customer will be contacted as soon as a new pump is available. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.